Manufacturer narrative:
Evaluation: method - injector lot number search; cartridge lot number search. Results - an injector lot number search was performed and no similar complaint found. A cartridge lot number search was performed and five similar complaints were found.

Event description:
The reporter stated, the surgeon attempted to insert a competitor's lens but, the haptic was torn by the injector and cartridge. The haptic was torn during the loading of the cartridge into the injector. There was no patient contact.